Event description:
It was reported in the american journal of orthopedics that one week after undergoing carpal tunnel release in 1998 at hosp, pt presented to another facility with paresthesia and loss of feeling along median nerve distribution of the right hand. At a second surgery, transection of the median nerve was discovered and repaired.